Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Device analysis revealed a wire stuck in the guidewire exit hole port assembly. The guidewire exit hole has a damaged. Kinks in the imaging window assembly in the distal end was noted. Impedance testing shows an electrical open at proximal wave form. Broken drive shaft and imaging core (ic) windup were found within the telescope section of the device. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2017 . It was reported that lost image and shaft rotation occurred. The denovo target lesion was located in the moderately calcified distal left circumflex artery (lcx). A 2.5-38mm non-bsc stent was implanted and a 3.75 balloon catheter was used for post dilation. An opticross imaging catheter was selected for use. During the 4th intravascular ultrasound (ivus) measurement, it was noticed that the shaft was rotated and image was lost. The physician opted to stop the imaging and remove both the opticross imaging catheter and guidewire. The procedure was completed with another opticross imaging catheter. No patient complications were reported. However, device analysis revealed a wire stuck in the guide wire exit hole port assembly.